Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient with congestive heart failure was admitted for shortness of breath. Interrogation revealed that the atrial lead exhibited loss of capture and high impedance of 2325 ohms. The lead was replaced.